Event description:
It was reported that the implanatble cardiac monitor exhibited a message -internal software error- and would not allow the session to continue. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.